Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the cable part was buckling, the cable pinhole had poor watertightness, the head part scope mount had corrosion and the head part main body had deposit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had poor connector connection. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 18 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, buckling and water tightness of the cable was confirmed. Therefore, it was possible that the visual function did not operate normally due to the failure of the cable, resulting in the phenomenon ¿the image may disappear¿. Olympus will continue to monitor field performance for this device.